Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch patient had an allergic reaction to the aligners - rash and gum inflammation. After steroid and antihistamine treatment, as well as discontinuance of aligner treatment, the patient's symptoms have resolved. Allergic reaction to the plastic materials used to fabricate orthodontic aligners is known to occur in a subset of the population.

Manufacturer narrative:
It appears patient went through the templates stages and 4 aligners stages. The template plastic comes from essix tray rite, lot # 04194478. The aligner plastic comes from essix ace, lot # 04520174. There has been no change to the aligner/ template bom. Any material used to manufacture the aligner/templates (i.e. Spray release) does not directly touch the aligner and goes through a wash prior to packaging. Plastic material meet the following specification: chemical property: copolyester (non-template); low density polyethylene (templates). Color: clear. Size: 125mm circle. Thickness: 0.03in/0.75mm (non-templates); 0.02in/0.5mm (templates). Non-template plastic complies with heating requirements per document (B)(4). Biocompatibility requirement meet the iso10993 and iso7405 standards. No defect/failure found.